Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of hypokalemia, nonalcoholic fatty liver disease, hypokalemia (asymptomatic last potassium at 3.0; reviewed with patient today. Likely due to chlorthalidone, has f/u with pep to possibly review/change medication on (B)(6) 2021), pain menstrual, hysteroscopy (polypectomy and ablation in 2019 suspect post tubal ablation syndrome), parity 5, multi gravida, tubal ligation (history of bilateral tubal ligation with essure) and pelvic pain female. Previously administered products included: oral contraceptive nos, ibuprofen and chlorthalidone. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2021, 2837 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced injury ("injury to herself"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered injury and medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: surgical pathology report: specimen: uterus, bilateral fallopian tubes. Final diagnosis: uterus, cervix, and fallopian tubes, hysterectomy with bilateral salpingectomy: cervix: chronic cervicitis with squamous metaplasia. Endometrium: attenuated with stromal breakdown and focal scarring; no evidence of atypical hyperplasia or malignancy. Myometrium: no significant pathologic abnormality. Serosa: fibrous adhesions with attached omentum with endometriosis and associated organizing thrombus fallopian tubes: edema and benign para tubal cysts. Comment: as noted in the gross description, essure coils are identified within each cornu of the uterus. Gross description: shape of uterus: diffusely enlarged, bulging. Serosa: uniform, tan-pink, with a 4.5 x 3.6 x 2.5 cm portion of adherent omentum in the right cornu. Sectioning through the omental fragment reveals a central 1.5 x 1.1 x 1.0 cm hemorrhagic blood-filled cyst. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-sep-2023: medical record received. Surgical pathology report added. Medical history and lab data updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted for female sterilisation and female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2021, 2837 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced injury ("injury to herself"). The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of injury was unknown. The reporter considered injury and medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 21-feb-2023: reporter was added. Reporter's information was updated. Patient date of birth added. Start date updated and stop date added of suspect drug. Category updated to serious incident. Event added medical device removal. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.